Manufacturer narrative:
(B)(4). This device is not sold in the united states; however, it is substantially similar to devices sold in the us. The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that separation of the catheter occurred after implantation. The valve was implanted to the patient via lp-shunt at another site ((B)(6) hospital). Date of implant and initial setting were unknown. The revision surgery was performed and the device was replaced with another valve on (B)(6) 2018. The patient has no original disease. No further information was provided by the hospital.

Manufacturer narrative:
The valve was returned for evaluation. The position of the cam when valve was received was 150mmh2o. The valve was visually inspected: a small cut was noted in the silicone housing on the underside of the valve. No defects were noted with the connectors; no catheters were returned. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested and only leaked from the small cut. The valve was reflux and passed. The siphon guard was tested and passed. The siphon guard was removed. The valve was then pressure tested and passed. The reported issue could not be confirmed. The small cut identified during the evaluation does not affect functionality of the valve. Previous investigation of silicone housing tears has found that silicone housing tears are not design related. In order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.